Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d4 (catalog), d6b, g1 and h6 (impact code) . Removed date of revision since there was no depuy product revised.

Event description:
Additional information was received indicated the following: 1. Was surgery time extended? If yes, what is the duration of the delay? No delay. 2. What is the affected side involved in this event? Left side. 3. On 01-mar-2022 were any depuy products revised/explanted? No. 4. How did the surgeon resolve the limited flexion issue? After initial exposure, scar tissue was extensively cleared and stretching of the remaining soft tissues resulted in an outcome rom and resting state the surgeon was happy with. 5. Usage for the patient's revision procedure 3 years ago has been identified in the kit diary (see below). To your knowledge were both sides revised on (B)(6) 2019? No, only one side has a revision, the other side has more recently had a primary done using zimmer (mid-late 2021). I cannot speak to the double up with stems and sleeves.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Poly change from revision knee 3 years ago. No issue with poly, limited flexsion ~85° present in both knees (one dps / one exatech. Doi: unknown. Dor: (B)(6) 2022. Unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.